Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The expiration date is not currently available.

Event description:
It was reported by an affiliate that during an unknown surgery there was a faulty activation. The needle was pierced through the meniscus as requested. By pulling out the needle the button came back with and did not stay in the meniscus, as wanted. The implant could removed from the joint completely and nothing remained in the patient. There was no delay in the surgery time because the nurse had another implant at hand.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device is not being returned. The device is not available for physical evaluation and hence this complaint cannot be confirmed. Furthermore, no lot number was supplied which precludes conducting a device history record review or a lot specific search in the depuy synthes mitek complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further UDI: (B)(4) - incomplete. Depuy synthes has been informed that the lot number is not available.

Event description:
Additional information received from sales representative on 30october2018: the lot number of the complained device is unknown. The needle angle was twelve degrees. The procedure was a knee arthroscopy. The surgeon fully depressed the trigger until the click. It is unknown if the tip of the needle was still in the scope view. The surgeon penetrated the meniscus all the way to the depth stop. It is unknown if the surgeon used a probe.